Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. No excessive no delivery alarm. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed no delivery with several infusion sets and reservoirs. The blood glucose reading was 28 mmol/l. The caller stated that the infusion sets and reservoirs were changed out several times. It was reported that when a bolus of 8 units were given without any reservoir, the insulin pump did not sound any alarm. Advised return of the insulin pump for analysis. Nothing further reported.